Event description:
Procedure type: hysterectomy. According to the reporter: the device had difficulty loading and the needle broke during the case. The patient was x-rayed and the needle was recovered on the floor. No patient injury reported.

Manufacturer narrative:
(B)(4). A microscopic examination of the suture and needle revealed no signs of material or assembly process damage to the sample. Unfortunately, because the endo stitch suturing device used with the returned sample was not returned, the root cause of the observed condition could not be reliably determined.